Event description:
The clinician reports the implant was inserted (B)(6) 2008 in ada 7. Details of surgery: immediate extraction site. On (B)(6) 2022, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.